Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented with following pre-op diagnosis: degenerative disk disease, l5-s1. Low back pain. Disk herniation, l5-s1. Radiculitis left s1. The patient underwent following procedures: spinal instrumentation, l5 and s1. Posterolateral fusion, l5 and s1. Interbody fusion, l5 and s1 posterior; that is a transforaminal lumbar interbody. Application of a peek intervertebral spacer. Laminectomy left l5-s1. Use of allograft bone. Use of autograft bone. As per operative notes,¿ there was a large disk herniation at this level. Surgeon incised the annulus with a 15 blade scalpel, removed any of that disk material that had been compromising that si nerve root. Surgeon used paddle-type shavers to clean out the disk space, removed any of the disk material, packed the disk with a combination of allograft and auto graft bone. Surgeon then impacted a peek cage that was 11 mm in height and 26 mm long. Surgeon then confirmed cage and screw placement using bi planar fluoroscopy and then placed the rod on the left-hand side, compressed slightly, and tensioned off the locking mechanism on all the rods. Surgeon decorticated the transverse process on the left-hand side at ls and the sacral ala at si. Surgeon packed the gutter with allograft and autograft bone as well as rhbmp-2¿ no intra-operative complications were reported. On (B)(6) 2014: the patient was discharged from the facility.